Event description:
It was reported " the balloon was difficult to implant along the guidewire, and after several attempts failed to resolve the problem, the catheter was withdrawn and the balloon catheter was found to be fractured. The catheter was then replaced and the procedure went smoothly". The second catheter was inserted in the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round (part of the flex tip assembly) was noted unraveled and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer also provided photos for evaluation. Photo 1 shows the intra-aortic balloon catheter (iabc). The lot number (18f24c0121) identified in the photo matches the lot number reported on the complaint report and for the returned sample. Photo 2 shows the original packaging carton. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was difficult to implant" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged catheter can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported " the balloon was difficult to implant along the guidewire, and after several attempts failed to resolve the problem, the catheter was withdrawn and the balloon catheter was found to be fractured. The catheter was then replaced and the procedure went smoothly". The second catheter was inserted in the same insertion site. The patient's current condition is reported as "fine".